Manufacturer narrative:
P-cap locked in place properly during testing. No frozen screen noted during testing. Unit passed displacement test and self test. All buttons were tested while navigating the menus and intermittent button response was noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals that stuck key alarms was recorded on 08/20/2023, 08/23/2023 and on 08/30/2023. In addition, pump error 25 and pump error 4 were recorded on 08/23/2023. The power management tool indicated the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) abnormal behavior during download history review as shown in the power management graph. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. J1 connector on pcb1 was locked properly during visual inspection. However, corroded keypad traces noted during visual inspection causing the intermittent button response. Disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored. After redownload unit and inspect unloaded voltage (ul vlith) and loaded voltage (loaded vlith) voltage they were within spec. Unit was also received with cracked keypad overlay, battery tube threads - cracked, cracked case (battery tube) and scratched case. In conclusion, customer allegation was confirmed. Intermittent button response was noted due to corrosion on keypad traces. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received stuck button alarm. The customer stated that they did press a button down for 3 minutes or longer. Troubleshooting was performed and customer was not able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.